Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) via a representative regarding a patient in (B)(6) who received mylan-baclofen diluted to 500 microg/ml with na-cl, 500 mcg/ml at a dose of 70.52 mcg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use, when the patient arrived to spain, the pump started to alarm. The pump log showed a motor stall and recovery and the pump recovered on its own. The cause of the motor stall was not known. The pump logs from (B)(6) 2018 noted the pump was last changed on (B)(6) 2017. A motor stall was observed on (B)(6) 2017 at 13:05 and a recovery that same day at 13:12. However, the event date was reported as (B)(6) 2018 . The elective replacement indicator (eri) was 54 months. The patient reported to the nurse that every year when visiting spain this happens without a known reason. There was no other problem other than the alarm. Patient symptoms were not reported. As reported, it was not know if there were any environmental, external, or patient factors that might have led or contributed to the event. No other diagnostic testing or troubleshooting was done other than ¿taken out the pump log¿. No actions or interventions were done. Surgical intervention was not planned. The pump remained implanted and in-service. At the time of the report, the issue was reported as unresolved. The patient status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a manufacturing representative reported that the motor stall/recovery/alarm ¿occurring every year when visiting spain¿ had occurred three times. It was clarified that the first time occurred in spring 2016, while the patient was actually in finland. The second time occurred (B)(6) 2016 when the patient had been in spain for a couple weeks. The first two alarms were discussed with a manufacturing representative. The patient did not experience any symptoms as a result of these incidences. After the first two alarms, the log file was not read as a long time had passed since the alarms with no harm done. The cause of the first two stalls and recoveries was not determined. It was noted that although the patient travelled by plane, they were inspected by hand. The patient had received information to follow any symptoms and instructions for possible pump stop were given; nothing else was done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pump was explanted due to normal end of life and would be returned.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.